Manufacturer narrative:
(B)(4). Batch # t92c84. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the clip was applied to cystic duct and appeared functional, but when applying to the artery, it was noted that the clip was not completely closing. A new clip applier was obtained with a different lot number and the artery was clipped without difficulty. The original clips that were placed on cystic duct were removed and found to have inadequate closure, and these were also replaced with the new clip. There were no patient consequences reported.